Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
The dr. Had a total hip revision. He removed the acetabular poly liner and femoral head. He trialed with 32mm +4, 10 degree liner and a 32mm +0, v40 head. He was satisfied with the stability. Then requested for the real implants.